Event description:
It reported that the patient's ipg was unable to communicate with external device. The patient has not been able to recharge the ipg for 2 months. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated e1: reporter phone number: (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.